Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the reported issue occurred due to biopsy channel leaking at c-cover, c-cover dented, light guide lens badly chipped, bending rubber glue cracked, bending section stiff, light guide tube rippled or wrinkled. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had broken biopsy channel inside and could not pass biopsy forceps through it. There were no reports of patient harm.